Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the remote control buttons perforated, the lg water jet supply tubes perforated, the insertion flexible tube buckled, the objective lens dusty, the angle wire play, the ccd drive pcb corroded, the lg connector corroded, the air nozzle missing, the water nozzle missing, the nozzle gluing missing, the light guide cable cut, the objective lens scratched, the cfb screen cover glass dirty, the lg prong top loose, the distal body worn out, and the ccd drive pcb defective; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).